Event description:
Opti-mind ae form states: on (B)(6) 2010 repositioned ra lead. (B)(6), netherlands. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).